Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, active current measurement, and self test. Insulin pump received with unexpected battery power loss and had high sleep current, problem isolated to electrical board.

Event description:
Information received by medtronic indicated that insulin pump had batteries last around 2 days. No crack at the battery compartment, never had an error message. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.